Event description:
It was reported that during a gastric bypass procedure, the device was going off and on without anyone pushing the button. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, with foot switch assembly worked properly. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.